Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt281414: (B)(4). The review of the manufacturing and sterilization records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Event description:
The following was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm with a diameter of 80 mm and was therefore treated with gore® excluder® aaa endoprostheses. On (B)(6) 2013, follow-up computed tomography (CT) angiography imaging revealed an aneurysm diameter of 87 mm and on (B)(6) 2013, a diameter of 85 mm was identified. On (B)(6) 2013, both follow-up CT angiography imaging and ultrasound examination identified a further decrease of the aneurysm diameter with now 80 mm but also a proximal type 1 endoleak. It was decided to not perform a re-intervention. The patient expired on (B)(6) 2014, due to myocardial infarction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rmt281414: (B)(4).